Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis revealed normal battery depletion. Concomitant medical products: 6947 implantable defib lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device experienced an unexpected longevity lasting less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced an unexpected longevity lasting less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data from the device was analyzed and revealed that there was a patient alert for low battery voltage.